Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that this was a spinal fusion 8 hour case. The patient lost 6 liters of blood total throughout case . Sphb on radical 7 consistently showed 9.4 to 9.1 trending throughout. Hb calculated from hct started at 110 and ended at 60 throughout the case. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.